Event description:
It was reported that when using the bd pyxis¿ medbank tower system had multiple cubie issues, specifically with 13 03, 13 08, and 13 16. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets within drawer 13 were not opening the lids. A field service engineer (fse) had them remotely dial in to test the cubie pocket lids. All lids were functioning properly except one, which had been emptied of medications. Medbank support confirmed that a replacement cubie pocket would be shipped to the customer. Medbank support instructed the fse to close out the ticket, as the replacement cubie pocket was being shipped for customer installation. Issue resolved. The system functioned as intended after the field service engineer investigated the device.